Event description:
The patient underwent pump exchange on (B)(6) 2020 due to a suspected internal driveline fracture.

Manufacturer narrative:
Section a2, b1, d7, g3, h1: correction. Section h3: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed internal wire damage that would have contributed to the reported low speed and pump stoppage events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 3.5¿ from the pump housing. The distal portion of the dl was returned in three segments measuring approximately 5¿, 3¿, and 32.5¿, respectively. Evidence of a previous dl repair was observed on the 32.5¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of any adhered or developed depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 12¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The portions of the driveline returned with (B)(6) were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 3.5¿ pump-end dl segment wires revealed a breach in the insulation of the yellow wire at the pump housing. Further inspection of this dl segment revealed a breach in the insulation of the orange wire approximately 3¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow or orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of the wires contacted the braided shield simultaneously while the patient was connected to either the power module/mobile power unit or battery power. Due to the location of the confirmed dl wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15aug2018. The heartmate ii lvas IFU, and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2020-04824. It was reported that the patient experienced a pump stop at 4 am. Current set rotations per minute is at 10,600. There was episodes of decreased speed at 8600 rotations per minute along with low flow alarms. Approximately 19.5" of external percutaneous lead were replaced. During patient prep for planned heartmate ii pump exchange (due to suspected internal driveline failure), the system controller ((B)(4)) lost communication with system monitor and exhibited a 'system controller fault' message. The green run symbol was illuminated and no patient hemodynamic challenges were faced. Log file analysis showed 2 pump stops and 3 low speed advisories on (B)(6) 2020. Speed drops were as low as 0 rotations per minute .